Manufacturer narrative:
The lead was removed in multiple pieces and the hospital retained the lead segments. Therefore, this lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms). Additionally, loss of capture was noted at maximum outputs. Subsequently, this rv lead was explanted and replaced. The device was explanted for a device upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the ICD found that an open condition was first recorded on the device several months prior to when the observed out-of-range pace impedance measurements were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.